Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 10/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported loss of prime issue was verified in the black box but not duplicate during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.